Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was found non-responsive in nursing home and was taken to the hospital after they came to know that the patient was in arrest. During interrogation, a true ventricular fibrillation episode was found that the device failed to detect accurately. One unsuccessful atp(anti-tachycardia pacing) burst was delivered before the device returned to sinus when the patient was clearly in ventricular fibrillation. The patient passed away and the physician believed that the death was not related to the device.